Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during pre-implant testing this pacemaker recorded a code 1003. This device was not attempted. Another device was implanted successfully. This device is expected to be returned but has not been received at this time. No adverse patient effects were reported.